Event description:
Patient reported their upper teeth hitting their lower teeth which has caused one of their teeth to be chipped again. They cannot have it fixed until their treatment is complete. Requested additional information and bite video. Provided proper insert/removal techniques to reduce cracking of tooth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.